Manufacturer narrative:
Correction section b5: included the complaint product in the event summary.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed ventricular under-sensing and a marker anomaly on the implantable cardiac monitor (icm). Programming changes were recommended. No patient symptoms or intervention was reported.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed ventricular under-sensing and a marker anomaly on the real time strips. Programming changes were recommended. No patient symptoms or intervention was reported.